Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "ECG monitoring failure" and "defib disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench testing and ECG/defib stressing without duplicating the report. An internal inspection found no discrepancies. The multifunction cable receptable was replaced as a precaution. The device was recertified and returned to the customer along with a new multifunction cable as a precaution. The multifunction cable used was not returned as part of this investigation. However, it was recommended to the customer to discard the multifunction cable used. Analysis of reports of this type has not identified an increase in trend.